Event description:
Customer reported device = "hi". Customer was taken to the hospital. One hour later, hospital device = 156 mg/dl. Customer was given an IV and remained in the hospital overnight. Customer's medication was changed. No controls were used. A request was made for return product and replacement product was sent.